Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with multiple automatic mode switch (ams) episodes. Atrial lead noise episodes were also noted. Nil changes done in clinic. No patient consequences reported.

Event description:
New information notes that programming changes were made to address the noise. The patient was remotely monitored. The patient was stable.